Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and missing serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank screen. The customer¿s blood glucose level was unknown time of the incident. Troubleshooting was not performed .the insulin pump will be returned for analysis.